Manufacturer narrative:
(B)(4). The se 2240 was not cofirmed as the sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) explained the alarm. There were no leaks, the home patient (hp) did not disconnect and there were no unused lines open. The hp cycled the power and the cycler went to the end of therapy. The hc did not power off and the tsr assisted the hp to retrieve the cassette and advised him to let the registered nurse (rn) know about the alarm. There was patient involvement. No patient injury or medical intervention was reported.